Event description:
As reported: "patient had existing total hip followed by a cup revision sometime in 2004. Doctor performed hip revision on (B)(6) 2019 to take out the existing stem and head construct, replace with a competitor construct and head, and replace the existing stryker trident liner. Doctor said patient was symptomatic for hip pain and short leg syndrome. He planned to remove the stem and femoral head while leaving the cup if it was well-positioned. After dislocating the hip, he was able to remove the stem and head together as a singular construct. He then used an osteotome to remove the existing trident liner. He assessed cup positioning and decided it was acceptable. He then implanted a 40g trident liner (the same as what was explanted). He then implanted a competitor construct and fitted it with a 40mm head". Rep provided a pre-revision x-ray, revision usage sheet, and explant picture. Spoke to rep. Rep confirmed that no further information or explants will be available.

Manufacturer narrative:
Update to implant date. An event regarding a limb length discrepancy involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant was not performed. Operative reports, office/clinical reports, serial x-rays, etc. Are needed to fully complete a medical review. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient had existing total hip followed by a cup revision sometime in 2004. Doctor performed hip revision on (B)(6) 2019 to take out the existing stem and head construct, replace with a competitor construct and head, and replace the existing stryker trident liner. Doctor said patient was symptomatic for hip pain and short leg syndrome. He planned to remove the stem and femoral head while leaving the cup if it was well-positioned. After dislocating the hip, he was able to remove the stem and head together as a singular construct. He then used an osteotome to remove the existing trident liner. He assessed cup positioning and decided it was acceptable. He then implanted a 40g trident liner (the same as what was explanted). He then implanted a competitor construct and fitted it with a 40mm head". Rep provided a pre-revision x-ray, revision usage sheet, and explant picture. Spoke to rep. Rep confirmed that no further information or explants will be available.